Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was delivered to address the bg level. The customer changed the infusion set site and tubing. As the customer had changed the supplies on the pump, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.